Manufacturer narrative:
The cause for the reported condition was attributed to the staple cartridge release button which was inadvertly depressed.

Event description:
The device was used during a thoracotomy procedure. Reportedly, the staples did not form properly. The hosp has reported that no pt injury occurred.